Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that an unknown contaminate had gotten into the device's battery bay and corroded the battery wire harness connector and the battery contacts. As a result of the corrosion the battery had depleted. The cause of the reported issue was corrosion to the battery wire harness and battery contacts due to an unknown contaminate.the customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a wrench icon and was turning on and off repeatedly. This caused the battery to prematurely become depleted. There was no patient use associated with the reported event.